Event description:
It was reported that the pin fell out of the 2mm micropituitary during use in surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the dynamic shaft is broken at the pin hole location. Breakage is consistent with the use of excessive force. A review of the device history records found no documentation to indicate a non-conformance to specification.